Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A replacement procedure was planned to be performed, the replacement was not performed due to a patient infection, the plan was to re-schedule the replacement procedure. After further discussion the patient relatives decided not to replace the device based on the patient's condition. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. A replacement procedure is planned to be performed. This device remains in service. No adverse patient effects were reported.